Event description:
The ventilator circuits are not passing the leak test when respiratory therapists perform the user verification test. The leak is coming from the dump valve on the humidifier block assembly. Clinical engineering verified this by placing a thumb over the valve and the leak stopped. Reporter contacted the company last december about the leak failure. To prevent any further problems, they sent new block assemblies and asked rptr to send back the units not passing the leak test. The replacement assemblies also leak and the company suggests rptr keep replacing the pt block assemblies until the user verification test passes.